Event description:
A power source alert 07 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The issue was resolved as the pump began charging once the charging cable was plugged into a wall adapter, and no further assistance was needed.